Manufacturer narrative:
Insulin pump was received with a protruded/loose drive support disk, missing end cap sticker, scratched lcd window, broken belt clip slot and broken reservoir tube lip.

Event description:
The customer reported that she went to her endocrinologist and was told that the insulin pump was defective. The blood glucose reading was 300mg/dl. Troubleshooting was performed, and the drive support cap was sticking out in one side and indented in the other side. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.